Event description:
It was reported that the patient presented in clinic for a follow up. Device interrogation revealed far r wave oversensing and diagnostic imaging confirmed dislodgement on the atrial (ra) lead. The physician elected to explant and replace the rv lead. The patient was recovering after the procedure.

Manufacturer narrative:
Correction: h6 product not returning.